Event description:
Dental implant failed.

Manufacturer narrative:
The investigative worksheet stated that a 16ml 3.7mmd implant was placed in the #22 area and a 10mml 3.75mmd implant was placed in the #31 area of the mandible on 1/3/96. The implants failedto osseointegrate and were removed on 6/25/96. The panoramic radiograph dated 1/3/96 showed a 16mml 3.7 vent implant in the #22 areas and a 10mml 3.75mmd implant in the #31 area of the mandible. After studing the x-rays and reviewing report, co finds no apparent factors that would have prevented these dental implants from osseointegrating. External and systemic causes leading to implant failure are reported in the dental literature, buy they go beyond the focus of this investigation.